Event description:
While discontinuing umbilical venous catheter, umbilical venous catheter snapped in half with a clean break when slight resistance of the suture was met. The break was at 8.25cm. Immediate pinching off/pressure at umbilicus applied and remainder of umbilical venous catheter was pulled out intact.